Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the device was electively explanted due to complaints of pain and the patient being a non-user. There are no plans to re-implant the patient with a new device as of the date of this report.